Event description:
It was reported a malfunction alarm occurred. Customer's blood glucose was 265 mg/dl. Additionally, it was reported the pump would not declare alerts or alarms at the appropriate time. Customer continued to use the pump for insulin therapy.